Event description:
It was reported that predilatation was performed prior to the attempt to stent in the moderately tortuous, 99% stenosed right coronary artery. The lesion was located in the moderately tortuous, 99% stenosed right coronary artery. During the attempt to cross the lesion, severe resistance was encountered and the stent delivery system (sds) would not cross. Resistance was also felt during removal of the sds from the patient. A different size promus stent was implanted successfully. No adverse patient effects or clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Evaluation summary: evaluation of the returned promus stent delivery system (sds) noted that the stent implant was stationary between the markers of the tightly folded balloon; however, the stent was severely damaged. In this case, there was no report of any damages noted to the stent delivery system or stent implant during inspection prior to use, which suggest that a product deficiency did not contribute to the reported complaint. The stent damage is likely a result of interactions with the lesion and/or accessory devices such as the tip of the guiding catheter during withdrawal. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for resistance/difficulty removing from the anatomy for this lot. There is no indication of a product quality deficiency.